Manufacturer narrative:
Block b3: approximated to (B)(6) 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Event description:
Note: this report pertains to the one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. The anatomy location is unknown. During the procedure, the clip prematurely deployed thus it would not open once passed through the scope. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.